Event description:
Per the clinic, the patient developed a skin ulcer at the operative site since (B)(6) 2020, and was treated with oral antibiotics twice a day for a duration of 7 days. The symptoms resolved, and the patient resumed use of the device.